Event description:
Information received from the field does not address the patient's clinical status but notes that holter monitor results showed intermittent ventricular capture. Also noted was that there was a question of possible "digitalis toxicity".